Event description:
It was reported that during use with 5 bd vacutainer® k2e 3.6mg plus blood collection tubes there was a low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: insufficient negative pressure in the purple tube.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.